Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Physician information provided: (B)(6) additional information from (B)(4)/report #3003742446-2015-00038: patient called for medical information and additionally reported adverse events. The patient had presented with unstable angina and non-st elevation myocardial infarction (mi). Patient went to a walk-in clinic for the pain in stomach and was told she may be having a heart attack, she declined an ambulance and walked across the street to the ER. A left heart catheterization was performed on (B)(6) 2006 with selective coronary angiography and percutaneous coronary intervention with balloon and stenting. The lv gram showed an ef of 50 to 55%. There was evidence of anterolateral hypokinesis. The proximal section of the left anterior descending (lad) artery showed a 90% stenotic lesion. The right coronary artery had moderate diffuse atherosclerosis. The proximal right rca had up to a 40% lesion. A decision was made to stent the proximal lad lesion with a 3.0x18mm cypher stent. The lesion was pre-dilated and the stent was deployed to 15 atmospheres. Post-procedural luminal stenosis was 0%. There was no edge dissection and there was no loss of side branches. There was no perforation. According to the patient, the cypher was implanted due to a heart attack presenting with pain in stomach and also reported during stent implantation, patient also had lung taken out when fixing heart described as "squish the lung". Patient reported postoperative hypercapnia, and bleeding 2 pints in hospital. On (B)(6) 2006, the patient was admitted to the hospital with recurrent chest pain. The patient had a stress test done which was markedly abnormal with evidence of ischemia in the anterior wall. A left heart catheterization with selective coronary angiography was performed. There was arterial haziness with about 70-80% lesion. The remainder of the lad artery had luminal irregularities including a patent stent in the mid-lad. ¿it is possible that the patient has had a plaque rupture since then. I have reviewed the cath films from the prior intervention and at that time the haziness was not evident in the ostium of the lad.¿ a CABG evaluation was recommended at the time. The physician stopped the plavix and stated ¿hopefully in the next 24 to 48 hours, the patient should get a bypass done.¿ according to the patient, the stent was ¿blocked¿ and a bypass needed to be performed. In (B)(6) 2006, a 2-d echocardiogram, showed an ef of 50-55%. She had doppler evidence of impaired relaxation. She also had trace mitral, tricuspid, and aortic insufficiency. She subsequently underwent a coronary artery bypass surgery. Concomitant medications: coperante (to make sleep) - 50mg every night before bed, aspirin 81 mg every day, caodaine (skin reaction) 1000 mg, vefone (skin reaction) 0.5 mg, valsartan (high blood pressure and heart failure) 160mg daily, potassium (to be taken with bumetanide), bumetanide (high blood pressure; diuretic) 1mg/once day; atenolol (high blood pressure) 20 mg/qd, clonidine (high blood pressure) 1 mg/twice daily, albadolan (nose problem; allergies), b12 (deficiency)- once a month,tuedeadeame 100mg bipolar; xanax 0.5mg tid, depakote 250 mg qd, coreg 6.25 mg bid, seroquel, diovan 160/12.5 mg qd, sublingual nitroglycerin, prilosec, vytorin 10/80mg qd (B)(4). Please also reference report numbers: 3003742446-2015-00036, 3003742446-2015-00037, 3003742446-2015-00038, and 3003742446-2015-00071.

Event description:
As reported by the patient through the call center, the patient stated that she had a stent put in place and was not sure why it had been inserted. She stated that she received the procedure sometime in (B)(6) 2006. Shortly about five (5) days after her surgery she began having issues. I tried to gather as much information as I could. However, the customer was irate and I could not understand everything that she was saying. I did make out that she has had issues ever since then. The patient advised that she has had an allergic reaction to the stent. She mentioned that she is allergic to nickel. Also, the patient said that she has asked that the stent be removed and was told that it could not be removed. She advised that she called previously in 2006 to johnson and johnson and filed a complaint. She provided a (B)(4). The patient was upset and advising that she will sue." The patient had a cypher 3.0 x 18 stent implanted in the left anterior descending (lad) during the index procedure due to unstable angina and non-st elevation myocardial infarction (mi). Approximately one month after the index procedure, the patient had coronary artery bypass (CABG) due to recurrent chest pain/positive stress test. The patient had another restenosis event approximately eight and one-half months after the index procedure. The patient has multiple files for multiple ae's

Manufacturer narrative:
As reported by the patient through the call center, the patient stated that she had a stent put in place and was not sure why it had been inserted. She stated that she received the procedure sometime in (B)(6) 2006. About five (5) days after her surgery, she reportedly began having issues. The customer was irate during the call and only minimal information was able to be collected. It was difficult to understand everything that the patient was saying, however it seemed that the patient was alleging to having issues ever since the stent implantation. The patient advised that she has had an allergic reaction to the stent and also mentioned that she is allergic to nickel. Also, the patient said that she has asked that the stent be removed and was told that it could not be removed. She advised that she called previously to johnson and johnson and filed a complaint and provided a complaint number. The patient was upset and was advising that she will sue. The patient had a cypher 3.0 x 18 stent implanted in the left anterior descending (lad) during the index procedure due to unstable angina and non-st elevation myocardial infarction (mi). The patient has multiple files for multiple ae's. Approximately one month after the index procedure, the patient had coronary artery bypass (CABG) due to recurrent chest pain/positive stress test which was captured as a restenotic event. The patient had another restenosis event approximately eight and one-half months after the index procedure. The device remains implanted in the patient and is not available for inspection. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The patient¿s medical history includes: hypertension, asthma, high cholesterol, hyperlipidemia, myocardial infarction, anxiety, family history of myocardial infarction, and allergy to plastics, with no known drug allergies (nkda). There was no mention in this or any of the other previous files of a nickel allergy. Several components of the des could be responsible for the hypersensitivity reaction. These include the polymer coating, the sirolimus drug or the stent itself. There is clinical evidence showing that the most likely etiology of a hypersensitivity reaction is the polymer coating of the des. However, the polymer is not exposed until the drug sirolimus which is coating it, is dissolved. This process will take approximately three months. There are possible patient and pharmacological factors that may have contributed to the reported event. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. Complaint file numbers: (B)(4). Please also reference report numbers: 3003742446-2015-00036, 3003742446-2015-00037, 3003742446-2015-00038, and 3003742446-2015-00071.